Event description:
Breast augmentation with silicone gel implants. Three yrs ago developed increased firmness especially on left. Pt underwent bilateral capsulectomy with implant removal. Both implants were ruptured.